Event description:
It was reported that there was as error code 1261. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 16august2022 via email and attached to complaint object: no patient involvement. Failure occurred during testing. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 6500 . Correction: device manufacturing date: 19-nov-2015.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated as the reported error displayed on the pump during the investigation. Root cause of the reported issue is unknown, but the microprocessor unit board was found to be faulty. Recommended that the microprocessor unit board be replaced. The product is beyond 6 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously.